Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level ranged in the 200's mg/dl. The customer declined further troubleshooting from tandem technical support regarding the reported issue.